Event description:
Report rec'd from the USA requesting a repair. The device came down from the operating room. It was unk to the rptr whether or not the device was used in surgery or if there were any injuries or medical intervention reported. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. The device was evaluated and was found to make noise. Evidence suggests that this was due to normal wear from use over time. If add'l info is rec'd, a supplemental report will be sent. (B)(4).